Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the functional testing and the archive data review. The observed system error was cleared using the apvision3 software. The archive data review indicated system error 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed functional testing due to system error, out of service, revert to manual CPR" displayed upon powering on, confirming the reported complaint. The apvision3 software was used to clear the system error. Then the run_in test was performed using the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" error message upon powering on during a routine morning check. No patient involvement.